Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not powering on with alternating current (ac) power. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that the device was not powering on with alternating current (ac) power but powered on with the battery. The rse troubleshot the device with the customer. After testing, the customer found 120v coming in from the ac inlet and requested for the part number and price of the replacement power supply for repair. Per gfe response, the customer confirmed that the device was repaired/issue was resolved by replacing the defective power supply. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.